Event description:
It was reported that the user experienced dexcom g7 sensor pairing failures and intermittent bluetooth connectivity between the cgm and the ilet, with no other devices connected; troubleshooting included toggling cgm modes, restarting the ilet, and allowing time for reconnection, and the issue was characterized as a communication failure involving the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.